Event description:
It was reported that an m.blue shuntsystem (#fx846t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. Because the m.blue is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine a blockage and adjustment difficulties. The determined deposits can be named as the cause for the functional deviation . Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.